Event description:
A caller reported a cartridge alarm with the tandem mobi pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, including removing the cartridge and delivering a bolus, which was successful. However, the alarm reoccurred when attempting to reload the original cartridge. Technical support then assisted the caller in loading a new cartridge correctly, allowing the caller to resume insulin therapy. The issue was resolved.